Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation showed that the patient's implantable cardioverter defibrillator (ICD) exhibited oversensing due to right ventricular (rv) lead noise and electromagnetic interference (emi). It was also noted that the patient's right atrial (ra) lead exhibited emi noise. Programming changes were made on the ICD. No intervention was performed on the ra or rv leads. Patient had no consequences.